Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10522. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 24 mm watchman ® laa closure device & delivery system (wds) were used. The wds was advanced through the was and the closure device was deployed and released. About two hours post procedure, the patient experienced chest pain. The patient was not on warfarin or antiplatelet mediation. An echocardiogram was performed which revealed a pericardial effusion with tamponade. The patient did not experience a significant drop in blood pressure. The patient went back to the catheterization lab and a pericardiocentesis was performed. A total of 450 ml of blood was drained from the patient. The patient was transferred to the intensive care unit for observation and was stable the entire time.